Event description:
It was reported by service report that the cot has impact damage and sharp edges were reported. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Upper and lower lift bars, retractable headsection.